Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, and itchy. The patient does have history of eczema. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended to use a different medical external cardiac defibrillator device for the skin irritation. Follow up indicated that the skin irritation improved.